Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced high blood glucose while using the ilet system with dexcom g7, including a highest continuous glucose monitor (cgm) value of 324 mg/dl for approximately five hours, and that insulin delivery reached 9 units as the system dosed more aggressively in response to elevated glucose; review of outcome data indicated frequent meal announcements as ¿less,¿ which affected ilet insulin dosing. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established.